Event description:
It was reported in clinic notes that there is a vns malfunction. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Clinic notes indicate that upon the last visit the patient's battery was disabled due to battery depletion. No additional relevant information has been received to date.

Event description:
A periodic programming history review found that a high impedance event was seen. As the general performance issue was reported from (B)(6) 2023 clinic notes of dr. Abmika nair and hi was seen in phd on (B)(6)2023 by user ambika nair it is concluded the clinic notes mention of "vns battery malfunction, for battery change, intractable epilepsy - please arrange by vns company rep" was referring the hi seen on 02/08. It is concluded the previously reported unknown generator malfunction was indeed a lead malfunction of high impedance. The suspect device has changed to the lead. The md later reported that the vns is not functioning, that it could not be interrogated and seems battery is malfunctioning. A battery life calculation was performed indicating the device was at end of service and is the reason for the believed malfunction. The device was never disabled after the high impedance was observed, leading to rapid depletion of battery. No known surgical intervention has occurred to date. No other relevant information has been received to date.